Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent graft remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that ten months after stent graft placement in the venous anastomosis of an av access circuit, decreased dialysis flows were observed. Stenoses of the central and peripheral sections of the stent graft were successfully treated with pta and good hemodynamic function was restored. There was no report of injury to the patient.